Manufacturer narrative:
Additional information was received that this s-ICD has been surgically abandoned with device therapies turned off. The physician opted to implant a transvenous implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks as a result of oversensing noise signals. Additionally, it was reported that the patient received a non-boston scientific, left ventricular assist device (lvad). Upon further review of s-ecgs, the amplitudes after the patient received the lvad device had decreased. Troubleshooting measures were taken and found the noise observed was determined to be produced from the lvad device. Subsequently, the device was reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks as a result of oversensing noise signals. Additionally, it was reported that the patient received a non-boston scientific, left ventricular assist device (lvad). Upon further review of s-ecgs, the amplitudes after the patient received the lvad device had decreased. Troubleshooting measures were taken and found the noise observed was determined to be produced from the lvad device. Subsequently, the device was reprogrammed. No adverse patient effects were reported.